Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that image was lost during procedure. There were no adverse consequences for the patient and the procedure was completed successfully.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The failure mode will be monitored for future reoccurrence. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. Gtin and manufacture date could not be determined due to insufficient information.

Event description:
It was reported that image was lost during procedure. There were no adverse consequences for the patient and the procedure was completed successfully.